Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and expiration date for the lead are not available. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2015; 4054-cpi lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds rose steadily over time requiring outputs to be increased. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.